Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient during an ipg pocket revision on (B)(6) 2021 (related manufacturer reference number 3006705815-2021-03172) system diagnostic recorded invalid impedances on the lead. Reportedly, the lead was fractured. As a result, the physician opted to explant and replace the lead. Effective therapy was restored post operatively.